Event description:
It was reported there are missing segments in the display, and the rotating knob does not change values. It was further noted the display of atrial output is not correct. When dialing up/down on the output or rate, no corresponding change in the display occurs. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report that the liquid crystal display (lcd) and the main printed circuit board (pcb) were out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis confirmed the initial report that the liquid crystal display (lcd) and the main printed circuit board (pcb) were out of specification. Damage to main pcb connector and compromised integrity of display pcb to lcd flextape interconnect was found.